Event description:
It was further reported that as the tether came off during the surgical procedure of towing the tether and evaluating whether the tine was caught in order to confirm its fixation after placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [serial (B)(6); d9: <(><<)>no>  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a small stable effusion. It was noted that post-implant of the leadless implantable pulse generator (ipg) the tines of the device protruded the cardiac wall and became disconnected. It was noted the patient experienced an effusion which required intervention of a pericardiocentesis. It was noted the patient experienced cardiac perforation, tamponade, pericardial effusion , cardiogenic shock and respiratory arrest. The patient passed away.